Event description:
The reporter indicated that a generator change out was completed and the pt was in the recovery room. In the recovery room, the reporter observed npavd (non-physiologic av delay) on the monitor and xt (crosstalk) annotations on the iegms. The atrial output was adjusted down to 2.5v and the ventricular sensitivity was changed from 3.5mv and 5.0mv. The npavd continued. At the time, the atrial polarity was bipolar and the ventricle was unipolar. Impedances were: unipolar - atrial 559 ohms, vent. 825 ohms; bipolar = atrial 273 ohms, vent. 1260 ohms. When the atrial channel was programmed to unipolar, the npavd and xt annotations were no longer observed. The reporter states that he can now see appropriate annotations (apvpapvpasvp).